Event description:
The pt reported experiencing elevated blood glucose of up to 468 mg/dl for approx 4 days. The pt bolused through the infusion device and injected insulin via pen to lower blood glucose readings. The pt's normal blood glucose level is 110 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.